Manufacturer narrative:
The reported field event of failure to interrogate and error message was confirmed. The no output and telemetry error were due to unspecified reset mode which is consistent with exposure to high temperature. The as-received condition was reproduced when device was exposed to high temperature of 60°c, this is not considered a malfunction since the device was exposed to temperature outside of the recommended storage temperature.

Event description:
It was reported that in a non-clinical environment, a pacemaker (pm) had an error message and failed to be interrogated. No patient was involved.